Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). E2: is health professional? - correction. E3: occupation - correction. G2: report source - correction. H2: correction.

Event description:
Subsequent to the initial MDR, corrections are required.